Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and suture was used. During the procedure, the suture was broken during interrupted suturing. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Sent to the FDA: 08/19/2019 h3 evaluation: a sealed box (24 ea) and an opened box with twenty-three unopened samples of product code vcp718, lot # mlk493, were returned for evaluation. The complaint sample was not received for analysis. This product code is multistrand and each packet contains three strands. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened and each packet contains three stands per packet. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. The reported complaint could not be replicated.